Event description:
There was slippage with the swivel lock and torque knob of the a1059 mayfield modified skull clamp, resulting in patient laceration. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 02/01/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The 80# torque knob passed the pressure poundage test. Unit needs to be machined to have heli-coils added to large starburst threads, this would not have caused slippage; general maintenance and cleaning required. Device history record reviewed for this product ID work order (B)(4)/lot 131/serial # (B)(4), manufactured on 02/15/2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary the end users experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements including the swivel lock and torque knob, however, general maintenance is required as this device was manufactured in 2013 with no prior service history.